Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the moderately calcified subclavian artery. A 10.0x30x135 cm express ld vascular stent was selected for stenting. However, it was noted that the balloon was ruptured before the procedure, so the balloon was not inserted into the patient's body. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
Correction to field d4: lot number from 0029933462 to 0028362897. E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure. A pinhole in the balloon material was noted located approximately 5mm distal of the distal markerband. No other issues were noted with the balloon material. The device was received with stent in the correct position on the delivery system. No issues were found with the stent. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the moderately calcified subclavian artery. A 10.0x30x135 cm express ld vascular stent was selected for stenting. However, it was noted that the balloon was ruptured before the procedure, so the balloon was not inserted into the patient's body. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the moderately calcified subclavian artery. A 10.0x30x135 cm express ld vascular stent was selected for stenting. However, it was noted that the balloon was ruptured before the procedure, so the balloon was not inserted into the patient's body. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
Correction to field d4: lot number from 0029933462 to 0028362897. E1 - initial reporter facility name: (B)(6).